Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. While it should be noted that the mr ultimately remained unchanged as a result of the procedure, the patient effects of worsening mr and mitral stenosis, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Based on the information reviewed, the reported patient effects of unchanged mr and mitral stenosis appear to be related to patient/procedural conditions and likely due to the challenging valve anatomy and the previous clip implanted on the chords. There is no indication of a product quality issue with respect to manufacture, design or labeling. The other mitraclip referenced is filed under a separate medwatch report number.

Event description:
This is filed for the surgical mitral valve repair. It was reported that this was a mitraclip procedure to treat degenerative mr grade 4. The first clip delivery system (cds) was advanced, but the clip got stuck and was deployed in the chordae. A second clip was deployed on the leaflets, but the mr grade remained at 4. Additionally, the mean gradient pressure (mgp) increased from 1 mmhg to 6 mmhg. Due to the increase in the mgp and unchanged mr, the patient underwent surgical mitral valve repair which included explantation of the two implanted clips. The patient tolerated the surgery well. No additional information was provided.